Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm, blank display, damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 411 mg/dl. Troubleshooting for the blank display was performed. Customer advised they replaced the battery twice and continue to have blank display. Troubleshooting for the cosmetic damage was performed. Customer advised there was a crack on top above the up arrow. Troubleshooting for the battery out limit alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.